Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured from a pinhole in the middle. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.